Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration was out of specification. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump history showed loss of prime after occlusion alarms. Evaluation revealed that the force sensor calibration was out of specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).